Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technicians stated issue was the unit¿s serial number 17614457, however a faulty pressure sensor was found during asm testing. ¿ on (B)(6) 2025, lvp device was received unboxed and with paperwork. ¿ the unit had no stated problem, but through check-in testing it was determined that the patient side sensor failed due to a faulty pressure sensor. ¿ device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. ¿ defective material from supplier. ¿ recommended bd san diego repair center to replace the patient pressure sensor. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported the device failed preventative maintenance.